Event description:
It was reported that a patient underwent an incisional hernia repair in (B)(6) 2012 and mesh was implanted. The patient developed a second incisional hernia and was operated on (B)(6) 2013. During the procedure, it was noted that the mesh for the first repair did not have any tissue ingrowth. The mesh was easily removed. It was repair using a biologic strattice with an overlay of a different mesh. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.